Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that it was the bone that was fractured.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d10 and h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that as this was a revision procedure for fracture, there was no extension to the surgical time and the affected side involved was the left knee. The cement used was not a depuy cement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination, however review of the provided photos revealed the presence of wear. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (removed clinical code fracture).

Event description:
Additional information received indicated that there was no fracture. Appeared to be cement to bone interface that had broken down.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. However, review of the provided photos revealed, the presence of wear. Depuy synthes considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s), where the product and lot code was provided. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a fall post-op and loosening of tibial occurred. Radiolucent lines appeared in xrays, but no pain. Pain appeared at 1 year mark. Tibial revised. Insert change and patella revision due to scratch on prosthesis and bony spurs/scar tissue difficult to access, therefore got scratched. Appeared to be cement to bone interface that had broken down. Dor:(B)(6) 2021.